Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this single chambered implantable cardioverter defibrillator (ICD) presenting electrogram (egm) to confirm device operation. There were stored ventricular episodes. Upon review, the ventricular episode showed that the single chambered device had inappropriately delivered three bursts of anti-tachycardia pacing (atp) and three shocks. It was noted that the patient rhythm appeared to be atrial or sinus driven with possible rapid ventricular response (rvr). The delivered therapies did not convert the rhythm, but the rhythm rate was observed to have slowed after the third shock. Ts discussed review findings with the hcp and recommended for device treating clinician be consulted for further evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.